Event description:
It was reported that there was an episode of p-wave oversensing (pwos). The lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant products: product ID ddbb1d4 implantable cardioverter defibrillator (ICD), implanted: (B)(6) 2013; product ID 6935m55 implantable tachy lead, implanted: (B)(6) 2013. (B)(4).